Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported one of our PICC rns attempted to place a PICC line on (B)(6) 2026. They advised that the sheath was not scored and could not be broken, thus malfunctioning leading to a second procedure for an already anxious patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is inconclusive due to the state of the returned sample. One photograph of a 5 fr microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microintroducer and what appeared to be two rubber bands within a plastic bag. The microintroducer did not have the factory cover present and appeared to have been used. No damage could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.